Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, eight (8) 2.8mm threaded drill guides were having issues threading into locking plates and t15 star screwdrivers. The issues occurred during an unknown procedure. The procedure was successfully completed. There was no patient consequence. There was a surgical delay of two (2) minutes. This report is for one (1) 2.8mm threaded drill guide. This is report 6 of 8 for (B)(4).